Event description:
The patient tested her blood glucose on suspect device at 7:20 a.m. And it was 175 mg/dl. She ate breakfast and retested on suspect device at 9:11 a.m. And it was 527 mg/dl. She took 8.5 extra units of insulin at that time. At 9:49 a.m. She retested her blood glucose on suspect device and it was 129 mg/dl. At 10:06 a.m. Her blood glucose was 91 mg/dl and at 11:53 a.m. Her blood glucose was 39 mg/dl. The paramedics were called and they gave her glucose and started intravenous fluids and she was taken to the emergency room. She was given food at the emergency room.